Event description:
A hospital in (B)(6) reported via a fph field representative that an rt380 breathing circuit failed the leak test on two ventilators. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection and pressure test to check for leaks. Results: no damage was found on the complaint breathing circuit. The pressure test revealed that the complaint device performed within specifications. A lot check revealed no other complaint of this type for lot number 120125. Conclusion: our investigation results revealed that no fault was found on the returned complaint device. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.